Manufacturer narrative:
The serial number was reported as unknown in the initial report, the serial number is (B)(4). During further evaluation, it was determined that the root cause was due to premature were not normal wear as was reported in the initial report. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on jan 04, 2018. Upon complaint review, it was determined that the device was returned for evaluation on dec 22, 2017.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check attachment coupling. It was noted that the coupling tool side was seized, jammed and heavy moving and the coupling shaft was worn out on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device failed. The small battery drive device was in use with the small battery drive casing. It was unknown if there was a delay to the surgical procedure. The procedure was completed with a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.